Manufacturer narrative:
Death report is submitted under MFR# 2916596-2023-06909. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found down/deceased at home by their spouse on (B)(6) 2023. The spouse stated that they came home and walked in to find the patient on the floor with an alarm going off. They were unsure what the alarm was as they turned away and had someone else figure out how to turn it off. It was later reported that log files captured an abrupt decrease in flow starting (B)(6) 2023 at 05:51 with flow noted at 2.4 to 2.5 lpm from a baseline of around 5 lpm. The flow was hovering around the 2.4 lpm mark for several seconds then dropped to zero with constant low flow alarms and drop in motor power as well. The driveline was disconnected (B)(6) 2023 at 13:33.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm was confirmed by review of the submitted log file; however, the observed alarm was not indicative of an issue with the heartmate 3 system controller (serial number: (B)(6)). The log file contained data spanning approximately 2 days ((B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 13:13:21 on (B)(6) 2023, abnormal no external power, low power hazard, and power cable disconnect alarms were observed. These events occurred while the controller was connected to a mobile power unit and appear to be related to a loss of ac power. A new investigation will be created for the mobile power unit to fully address these alarms and the findings will be reported under manufacturer report number 2916596-2023-08991. The controller¿s backup battery activated as intended, and the pump was able to maintain a speed above the low-speed limit without issue. The controller appeared to perform as intended throughout the data. The driveline was disconnected at 13:33:47, and the controller was shut down a few minutes later at 13:37:51. No products were returned to abbott for analysis. The no external power alarm will be addressed under manufacturer report number 2916596-2023-08991. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2023-06909, 2916596-2023-08991, and 2916596-2024-00029.